Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The foot switch cable was replaced. The system operates as intended.

Event description:
The customer reported, a security error message was displayed. No patient injury was reported.